Event description:
After surgery, the pt wore our miami j brace on his neck. After removing the brace, the doctor noticed a thin line of hypopigmentation. The color returned to the pt's skin, but the doctor mailed a letter to us noting the event and asking for an evaluation of the product to determine if the following substances were in the product: 4-tert-butylcatechol and triglycidyl isocyanurate.

Manufacturer narrative:
We have investigated this issue both internally and with all of our pertinent suppliers for the miami j collar. Neither ossur nor its suppliers uses either of those chemical formulations in the processing/fabrication of the miami j or its component parts. As a result, it does not appear that the miami j was exposed to either of these formulations during our or our suppliers' processing.